Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device screen has been damaged and will need to be replaced. The device use during an event is unknown.